Event description:
A PICC line was inserted (B)(6) 2012, via usual procedure, no complications noted. Approx 22 days after insertion the pt found the hub loose in his shirt sleeve, the hub had come completely off. Pt clamped the line and discontinued use, pt returned to the hospital and the PICC was removed (B)(6) 2012.